Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an infant was intubated in deliver room. When the infant was placed on the warmer bed, the vital sign deteriorated. When checked the device placement, it was in the esophagus. The tube was pulled, patient was bagged and new tube was placed. When turning the patient in bed after taping the tube, it was found the tube was split. The tube was trimmed to prevent further splitting and attached to the jet with great difficulty. The tube kept disconnecting from the vent overnight so patient was re-intubated the following day.